Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 2 years, 9 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2016, the patient underwent a pump exchange due to suspected pump thrombosis. The patient had a previously unreported history of hemolysis and this was the patient's third admission for hemolysis. The pump was returned for analysis.

Manufacturer narrative:
Additional information: the pump was evaluated and during examination of the bearing cup and ball, a pink, tissue-like deposition was revealed. The deposition had areas that were denatured and had a ring-like structure, which are indications that it likely developed over an undetermined period of time while the pump was in operation. The duration of its presence in the pump could not be conclusively determined. The outlet stator revealed a pink, soft deposition. The deposition was loosely seated. There was no evidence of lamination or denaturing and there were no contact marks on the rotor to indicate that it was present in the pump while it was operating. The evaluation could not conclusively determine the origin of the deposition. Although a specific cause for the depositions and a timeframe for which they were present in the pump could not be determined, they would have potentially contributed to the report of hemolysis and thrombus symptoms. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. The instructions for use lists thrombus and hemolysis as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Event description:
Additional information: information provided by the hospital personnel on 10/19/2016 stated that the patient was admitted for hemolysis on (B)(6) 2015. During admission the patient¿s lactate dehydrogenase (ldh) level was 543 u/l, peaked at 633 u/l then trended down. Patient received treatment with argatroban, integrilin, asa, plavix. Patient¿s inr was 3.06 during admission. On (B)(6) 2016, the patient was admitted for hemolysis with posterior cerebral artery (pca) stroke. The pca stroke was believed to be embolic from vad in setting of subtherapeutic inr and pump power elevations (sustained 2 watt power elevation) which preceded the event. Patient¿s inr was 1.86, and ldh level was 225 u/l during admission. On (B)(6) 2016, the patient was admitted for hemolysis. During admission, the patient¿s ldh level was 685 u/l and inr was okay. Patient was treated with integrilin, heparin, asa, and plavix with inr goal of 2.5 to 3.5; however, the ldh level continued to rise in setting of worsening renal function. Ldh level was trending up to 1358 u/l, with dark urine. On (B)(6) 2016, the underwent pump exchange. The outflow graft was cultured, and found rare growth of staph saprophyticus(cns).